Event description:
It was reported a revision surgery was performed to remove the tibial baseplate due to loosening and to resurface the patella due to anterior knee pain.

Manufacturer narrative:
(B)(4).